Event description:
It was reported that during a hospital visit, this right ventricular (rv) lead exhibited high out of range shock impedances and an increase in pacing thresholds. Technical services (ts) was called for further review of the stored daily threshold and impedance measurements trend data. Upon review, ts confirmed that the rv lead exhibited shock impedances that measured to be greater than 125ohms. Ts discussed possible causes and recommended for an in person visit to be scheduled to further evaluate the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a hospital visit, the implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedances and an increase in pacing thresholds on the right ventricular (rv) lead. Technical services (ts) was called for further review of the stored daily threshold and impedance measurements trend data. Ts confirmed the ICD observed the rv lead shock impedance measurement that was measured to be 0ohms which is considered to be low out of range. Ts discussed possible causes and recommended for an in person visit to be scheduled to further evaluate the lead. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported the health care professional (hcp) requested engineering analysis on the rv lead low out of range measurement. Engineering reviewed the device data and was unable to determine the cause of the low out of range shock impedance measurement. Engineering discussed electromagnetic interference (emi) as possible cause of the measurement, however more testing is required. Engineering recommended for a commanded shock test to be performed to evaluate the lead. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5-describe event or problem; h6-device codes this report is being sent as a correction on the event summary and device codes.